Event description:
Sterile surgical supply pack - hair discovered inside graduated measure cup within custom cmc minor ent. Discovered during set-up tore down table and re-setup prior to bring patient in room. No patient harm, caused an or delay of 10 minutes and wasted surgical supplies.